Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later also reported ruptured noted under observations made during surgery. Healthcare professional later confirmed the reported rupture was for contralateral side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Rupture was reported in error. Device evaluation: the device related to the reported event capsular contracture was received on march 11, 2025. With lot number 3586787. Based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side capsular contracture baker grade iii. Healthcare professional later also reported "ruptured" noted under "observations made during surgery". Healthcare professional later confirmed the reported rupture was for contralateral side. Device was explanted.